Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.